Manufacturer narrative:
Note: this initial MDR (B)(4) is actually being submitted as a follow-up #2 (correction) MDR to MFR report #2955842-2017-00028 (B)(4) which was submitted in a complaint handling database that is no longer available for MDR report submissions. The follow-up #1 MDR for MFR report #2955842-2017-00028 was submitted on time on (B)(6) 2017 but with an incorrect entry of follow-up "#02." The initial MDR for MFR report #2955842-2017-00028 was submitted on (B)(6) 2017 with the following additional manufacturer narrative: "the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. However, the system logs reveal that the surgeon attempted to fire a green stapler 45 reload two times within 5 seconds. Each fire attempt failed. Ten seconds after the second fire attempt failed, an unclamp failure occurred. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon had to cut away stomach tissue in order to remove the jaws of the stapler 45 instrument which were clamped down and stuck on the tissue. However, at this time, the root cause of the customer reported failure mode is unknown. The follow-up #1 MDR for MFR report #2955842-2017-00028 was submitted on (B)(6) 2017 with the following additional manufacturer narrative: "intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument was returned in a hard clamp with a stapler 45 reload stuck inside. An instrument grip cable was found to be broken. In addition, the instrument's pivot plate was found to be cracked. The known common cause of this failure is due to mishandling/misuse. A broken stapler release kit (srk) segment was found lodged in hole #1 on the proximal end of the instrument. The broken srk segment/tip was removed from the hole and another srk was used to unclamp the instrument's grip. Unusual grinding noise was observed during srk use. After using the srk to remove the stapler 45 reload that was attached, the instrument failed to initialize when placed on an in-house system. Engineering disassembled the instrument and found a piece of debris in the drive gear and idler gear that likely contributed to firing and unclamp failures."

Event description:
Note: the actual initial and follow-up #1 MDR submissions for this complaint were submitted via MFR report #2955842-2017-00028, (B)(4) - this is a duplicate. It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon was unable to remove the stapler 45 instrument that was clamped down on unspecified tissue. When the event occurred, the surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. With help from the tse, the surgical staff was still unable to unclamp the jaws of the stapler 45 instrument. The surgical staff planned on getting another stapler instrument so that they could staple around the stapler 45 instrument that was stuck on tissue. The surgical staff then planned on removing the stapler 45 instrument. On (B)(6) 2016, isi contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the jaws of the stapler 45 instrument were stuck on stomach tissue. When the event occurred, the surgical staff installed a different stapler 45 instrument on another patient side manipulator (psm) and cut the stuck stapler 45 instrument off the stomach tissue. On (B)(6) 2016, the site's robotics coordinator contacted isi. The robotics coordinator indicated that when the surgeon clamped down on stomach tissue with the stapler 45 instrument and fired a stapler 45 reload, the instrument "locked down on the stomach tissue." The robotics coordinator explained that an "emergency wrench" failed to free the stapler 45 instrument from the tissue. According to the robotics coordinator, the surgeon "installed a second stapler, and resected out the frozen stapler and tissue it was clamped on." The robotics coordinator further noted, "this created a smaller gastric pouch than planned for this procedure."